Event description:
It was reported before use the bd safetyglide¿ insulin syringe with needle had failure of product to contain blood/medication (i.e crack or hole in the syringe) damaged / deformed product - device is operable (associated defect could occur during use ie¿cracked syringe). The following information was provided by the initial reporter: the customer stated the device had a "broken barrel."

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-08-12. H.6. Investigation summary: ustomer returned one (1) 30gx12.7mm, 0.5ml bd safetyglide insulin syringe in an open blisterpack from lot 9169510. Customer reported broken barrel. The returned syringe was examined, and it was observed that the barrel was broken near the hub end. A review of the device history record was completed for batch# 9169509. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure. Process summary: blank barrels are transferred from totes to a bulk hopper, the hopper then transports them into the vibratory feeder which orients and transfers the barrels single file into the first inline feeder. The first inline feeder rail transfers to the inspection dial where short molding defects are rejected. After the inspection dial, the barrels are transferred to the second inline feeder and transitions through the corona treater terminating at the inhibit gate. At cycle start, the inhibit gate opens, introducing barrels to printer infeed dial on through the flange guide which aligns the flanges for proper registration and into the print carousel where ink images are applied. From the print carousel, the barrels are transitioned to the transfer dial and into the curing oven. The cured product exits the oven chute for transfer to the next operation. Root cause: printer machine failures for broken barrel investigation: l2l dispatch on 01aug2019 replaced print drum and bottom delrin guide and 05aug2020 finger chain out of time with transfer dial. Corrective action: replaced print drum, bottom delrin guide, and finger chain. CAPA pr1187550 was opened on 09/2019 to address the broken barrel issue. It was closed effective on 13april2020.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd safetyglide¿ insulin syringe with needle had failure of product to contain blood/medication (i.e crack or hole in the syringe) damaged / deformed product - device is operable (associated defect could occur during use...ie¿cracked syringe). The following information was provided by the initial reporter: the customer stated the device had a "broken barrel."